Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer reported " top portion of the drop zone is not getting dispensed." The field service engineer replaced the aspiration and dispense check valve causing this malfunction. The instrument is fully operational and performs as intended. There was no delay in generating staining results. No direct or indirect patient harm or user harm have been reported.